Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead was found under-sensing. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.